Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was found to be broken. It was reported that the device was bent. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the titanium waveguide was in use when it cracked and broke off/ fractured and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke during use on patient wherein its tip was bent. Nothing fell into the patient's cavity. They used another device to complete the procedure. There was no patient injury. Another device was received without accompanying information. Medtronic's investigation of the returned device showed that both devices had its waveguides broke off but was returned.